Manufacturer narrative:
Supplemental emdr for (B)(4). After completing due diligence attempts to acquire the alleged device no response has been received and device has yet to be returned. A lot number was not available so a review of the device history record could not be performed. If any additional information or a sample becomes available an additional emdr will be submitted. Conclusion code: 4315 was selected as there was no sample available for investigation and a clear cause could not be determined.

Event description:
Liver retractor was being used to retract liver for 2+ hours. The liver retractor lost tension and unravelled intraoperatively. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Date of event was unknown - manufacturer's awareness date was used. Returned to manufacture date - device has yet to be received but is expected. Today's date was chosen until the device can be received from (B)(6). A follow up emdr will be submitted upon supplier evaluation or additional information is received.

Event description:
Liver retractor was being used to retract liver for 2+ hours. The liver retractor lost tension and unravelled intraoperatively. There was no patient injury reported.